Event description:
The event involved a 31" (79 cm) appx 3.4 ml, admin set w/20 drop integrated chemolock¿ drip chamber, spiros®, purple cap, hanger, being used during an intravenous infusion of a radiopharmaceutical (lutetium 177). The radiopharmaceutical was in a 100ml bag attached to a "chemo lock" secondary set which was attached to the primary line and the infusion was tested. A leak was noted just above the luer lock connector. There was patient involvement however no harm. This captures the second of two events.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was provided and evaluated. The image showed a cl3951 admin set with an arrow pointing at the connection of the spiros and male luer adaptor. No visible damage or anomalies were identified. The DHR for lot number 5558857 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The reported complaint cannot be confirmed based on the information provided.